Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had damage to the white power cable with metal internal wire exposed so a controller change out was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable with exposed wires was confirmed. The black and white cables were found have a damaged strain relief, with white cable having internal wires exposed. A current leakage/insulation test was conducted on both black and white cable and no current leakage was recorded. A continuity test was then performed on individual wires of the black cable and were all measured within specification. The white cable was then stripped of its outer insulation around the damaged insulation area to check for individual wire piercings or signs of wire damage, but no visible damage was observed. Each individual wire was then tested for continuity and all but the brown wire were measured to be less than 0.5 ohms. The brown wire was measured between 1.8 ohms to 5.1 ohms which is slightly higher than specifications. A review of the submitted log file spanned approximately 44 days (08dec2020 ¿ 20jan2021, per time stamp). No notable alarms were active in the log file up until the driveline was disconnected on 20jan2021 at 11:46 for a controller exchange. The heartmate ii system controller (B)(6), was functionally tested and found to operate as intended during analysis despite the damage. No atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause for the exposed wire cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 8, ¿equipment storage and care¿ and heartmate ii patient handbook section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including storage, transport, cleaning, and maintenance. No further information was provided. The manufacturer is closing this event.